Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) and a consumer via a company representative regarding a patient receiving hydromorphone via an implanted pump. The indication for pump use was non-malignant pain. It was reported that the patient was hearing a pump alarm coming from their pump which had just been implanted yesterday, but there was nothing displaying in the logs. The agent reviewed the active alarms test, and it was confirmed that the patient was hearing the critical alarm every 10 minutes. The agent had the reporter reinterrogate the pump and the reporter confirmed an active alarm banner was displaying. Checking the end of the pump logs for a pending alarm was discussed, and the reported stated that a motor stall occurred prior to pump implant on (B)(6) 2022 in the morning and it recovered around 5 pm the following day. The potential for damage to the internal pump tubing was reviewed, but the hcp confirmed there was no volume discrepancy. The pump appeared to be functioning as intended. The hcp was going to bring the patient back on monday to confirm there was no volume discrepancy. Silencing the active alarm was reviewed. The patient was not showing any symptoms. It was noted that the troubleshooting during the call resolved the reported issue.

Event description:
Additional information received from a company representative (rep) reported the patients weight had been unknown. The company repre sentative re-stated they had been walked through silencing the alarm and checking the error codes.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.